Event description:
It was reported that the user experienced a low blood glucose event with a lowest reported value of 55 mg/dl, received low alerts from the device, ingested oral glucose and juice, and subsequently confirmed recovery with a fingerstick of 117 mg/dl and sensor readings trending above 90 mg/dl. Symptoms included shakiness and sweating. Outcomes included self-treatment without medical intervention, no assistance required, and recovery to stable glucose levels. Investigation included user education and troubleshooting. Investigation of this case revealed no device malfunction reported and an unclear precipitating cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.